Event description:
The customer reported that, on occasion, regrasp alarms were heard when the user was attempting to seal tissue. As a result, operating time was extended by more than 30 minutes. There was no pt injury. When the device was returned, it was noticed that a piece of the snap on the disposable electrode is missing and was not returned.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.